Manufacturer narrative:
Concomitant medical devices: addrl1 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedances. It was noted that the high impedance was due to micra dislodgement at initial implant in 2006. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.